Event description:
8/3/1998. Insyte autogard IV catheter 18ga 1.116 in 1.3x30mm 105ml/min catheter inserted into vein IV fluid started leaking - blood at insertion site. Attempted to remove IV catheter.